Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that that the power switch got stuck due to the amount of operating force and the number of times the power switch was used exceeded the assumed value. The device was a product before the countermeasure due to the design change of the power switch.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of a broken power button. The evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center power button got stuck. During inspection and testing of the returned device, it was observed that the power switch failed. There was no harm, infection or user injury reported due to the event.